Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. During the attempted interrogation, a red screen was displayed on the programmer. This device remains in service. No adverse patient effects were reported.